Event description:
It was reported from (B)(6) that during bio-engineering functional testing, it was observed that the quick coupling device was hard to turn. During in-house engineering evaluation it was discovered that the device was heating up during use, and there were signs of corrosion found internally on the device. It was reported that a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the correct manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. It has been updated to reflect the date the device was manufactured.

Manufacturer narrative:
(B)(6). Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device could not hold the 1.5mm wire and was heating up during use. There were also signs of corrosion found internally. It was determined that with this type of damage it is likely for the device be hard to turn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to due to internal mechanical component wear from inadequate cleaning and possibly immersion, which is failure to follow the directions for use (dfu). If additional information should become available, a supplemental medwatch report will be submitted accordingly.